Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was in the hospital recovering from abdominal surgery (unrelated to the dexcom device). While at the hospital, the patient¿s cgm was reading 81 mg/dl when she was walking toward the bathroom. As she was doing so, she had presyncope and ¿almost passed out¿. The patient¿s nurse assisted the patient and tested her bg meter reading, which was 47 mg/dl. The patient was given crackers and apple juice as treatment. The patient reported her bg level became stable later that afternoon, however, no specific value was reported. The patient was ¿feeling better¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.